Event description:
This device comes nonsterile and is sent to sterile proccessing department for processing. They are supposed to be good for 10 uses but after the first use the silicone tip splits. This can not be detected by the naked eye, it has to be examined under the microscope to see the split in the tip. This could cause damage to the eye during surgery if not detected by the surgeon. I can not provide lot #'s or packages as these are discared when they arrive (B) (6) and the devices do not have lot #'s on them. Silicone I/a tips coming with minimal silicone protection at end of tip, surgeon states not usable this way, potential for ripping eye capsule. Md requesting tips be discarded ( brand new out of box).